Event description:
It was reported that the right atrial (ra) lead dislodged post operatively into the right ventricle. Atrial electrocardiograms were found to align with ventricular depolarization. The ra lead was programmed off. The ra lead was explanted and replaced. The right ventricular (rv) bradycardia pacing lead was also electively removed and replaced for access. The patient was stable before, during and post procedure.

Manufacturer narrative:
Additional information: d9 the reported events could not be confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with procedural damage.